Event description:
It was reported that the system intermittently shut down and would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed and on site investigation. The isd board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.